Manufacturer narrative:
(B)(4). The lot was manufactured from (B)(6) 2014 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a ruptured bladder. This was noted approximately 72 hours after infusion began. The device was filled with 240ml of an unknown solution. There was no patient injury or medical intervention associated with this event. No additional information is available.